Event description:
It was reported that the device was revised due to dislocation. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The mating stem and acetabular cup components are unknown. Surgery notes from pre & post-op were not returned for review. Patient's height, weight, and activity level are unknown. Based on the available information and observations, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (shell, stem and/or liner), extent of component stability, extent of soft tissue tension, impingement, head reduction multiple times prior to ring assembly, head reduction after ring assembly, incompatible head or stem and patient behavior. However, based on the provided information, a definitive cause can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.